Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: a4, h6 (type of investigation).

Manufacturer narrative:
(B)(6). The failure mode of difficult or unable to insert intra-aortic balloon (iab) through sheath occurs when the intra-aortic balloon (iab) catheter cannot be smoothly advanced through the supplied introducer sheath. The issue may involve increased resistance, halted advancement, or complete blockage. As a result, proper catheter placement may be compromised, therapy may be delayed, and device replacement may be required. Potential causes are as follows mechanical or structural issues can prevent the catheter from passing through the sheath. Broken inner lumen disrupts internal pathway for catheter passage. Inner lumen kink bending or collapse of lumen restricting movement. Catheter kink deformation of the catheter body causing resistance. Unfolded iab membrane balloon membrane not tightly wrapped increasing bulk and obstructing insertion.

Event description:
It was reported that during use, after inserting the terumo 8f sheath, we attempted to insert the iab catheter, but the balloon wrapping came undone, preventing it from passing through the sheath. We had performed negative pressure work on the balloon using a one-way valve, so the balloon wrapping should have been done properly. When we inserted another trp4046 catheter using the same procedure, the balloon was securely wrapped and passed through the sheath without any problems.